Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the paddles are not functioning. There was no reported patient involvement.

Manufacturer narrative:
The customer was given a quote for new paddles but no acceptance by customer. Replaced. The device remains at the customer site.